Event description:
It was reported that patient presented to the emergency room with severe chest pain. Physician performed an eco cardiogram and was informed that the plaque had loosened. Patient underwent a surgery to receive two stints. Patient was stable post procedure and emergency room visit.